Event description:
It was reported the gastrovideoscope transducer was defective. The issue was found during a ultrasound examination of the esophagus and stomach, a therapeutic procedure, during sedation. The intended procedure was completed with an olympus back up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.